Event description:
The screws break, anywhere from several weeks to several months after implantation. Over the last year, there were at least four incidents. No pts suffered adverse effects or had to have add'l surgery. The rptr stated that he has used this system for a long time and never had a problem until the screws were changed from stainless steel to titanium. The rptr also stated that he is aware that this is not an isolated incident.